Event description:
During CPR, o2 line on manual resuscitation bag unexpectedly disconnected. O2 line is press fit to a 90 degree connector on the bag. The tubing easily separated providing inadequate oxygenation to the pt.